Manufacturer narrative:
Returned device was received in poor physical condition. There was wear and tear to the drain fitting, enclosure, water tank cover, front cover, plate clip and line cord. During the evaluation of the device the reported issue was able to be confirmed and it was found that there was damage to the lcd screen. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's display is intermittent and often blank. There were no reported adverse events.